Event description:
A surgeon reports two patients experienced toxic anterior segment syndrome (tass) in 2006. This report is for one of these patients and filed as manufacturer report number 300203704-2006-00063. The other manufacturer report number is: 3002037047-2006-00062. The cause of the event is unknown. Surgeon is not blaming product; however, he stated he does not know the cause of tass at his facillity. Additional information, including patient outcome, was requested. A nurse consultant visited this facility on the month before, to assist with their investigation of previous tass events. When asked if the suggestions made by the nurse consultant were being followed, the nurse at the facility stated there were no specific procedural steps that they weren't already doing. The consultant identified several areas for consideration following her site visit. Using an etoh rinse after decontamination phase prior to sterilization; segregating the clean and dirty instruments by placing them in separate containers and placing them correctly on the dumbwaiter; consider purchasing an automated assistance for flushing (quick rinse). Prior to use, examine I&a handpiece and reusable cannulas and injectors under a microscope for any signs of debris or residuals; spend additional time at the end of the case flushing the eye with balanced salt solution; and, consider flashing all trays rather than terminally sterilizing trays at the end of the day.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and nicrobiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.